Event description:
It was reported that the patient was programmed to 1 and 3 at 2.0 volts. Therapy impedance was 3963 ohms. Impedance for 1 and 3 was 2,979 ohms. The patient appeared to be getting therapy benefit and experienced side effects at higher voltages, so the system appeared intact. It was noted that a new neurostimulator and extension had been implanted approximately two weeks ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40 lot# v539902 implanted: (B)(6) 2011 explanted: na; lead model 3387s-40 lot# v539902 implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; programmer model 37642 serial# (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) and extensions were replaced on 2011-(B)(6), three months after the infection resolved. The patient outcome was the patient was doing well. The patient did not require hospitalization due to the event. It was a serious injury and the patient recovered without sequelae.